Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Patient stated fiasp insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with specific u-100 insulin from the below referenced brands. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Introduction / page 10: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novorapid, humalog®, or apidra®. Novorapid is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that patient's blood glucose (bg) levels reached 24.8 mmol/l (446 mg/dl) while wearing the pod one day on the leg. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased to 8.7 mmol/l (157 mg/dl).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. There was no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula had dislodged from the insertion site.